Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that back up battery error occurred and to call the hospital. Alarm was observed on (B)(6) 2022 at 11:00 pm. There were no alarms on the device interrogation nor on the last 6 alarms on the controller. Log file submitted captured several random backup battery events throughout the log. One on (B)(6) 2022 at 21:41, (B)(6) 2022 at 23:27, and a couple on (B)(6) 2022 at 23:26 to 23:28. These events were transient and appeared to resolve on their own. The patient was doing well; however, the system controller was exchanged as a precaution and recommendation. No additional information provided. Related MFR# 2916596-2022-01453.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted for review as well as downloaded. A review of the log files showed overlapping events spanning approximately 15 days (21jan2022 ¿ 07feb2022, and per timestamp). Events occurring on 03mar2022 were recorded during preliminary testing. Intermittent backup battery faults were active on 24jan2022, 30jan2022, and 06feb2022. The alarms were associated with backup battery circuit fault flags. The driveline was disconnected on 07feb2022 for a controller exchange, and pump operation was not affected while the driveline was connected. The system controller (B)(6) was returned with a backup battery gu092197 in the controller and was submitted for testing. The controller passed all functional testing and was able to operate a pump for an extended period of time as intended. The reported event of backup battery faults were unable to be reproduced during testing. The root cause of the backup battery fault alarms was not conclusively determined through this analysis. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 27apr2018. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. The heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that when the patient presented in clinic for a vad interrogation, the patient¿s clips and battery connectors were inspected and cleansed with alcohol. The patient tolerated the controller exchange well. Lab and vital signs checked, and the patient was sent home.